Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The technician replaced the valve solenoid and the manual CPR/emergency trend valve to repair the bed due to contamination on the valves.